Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the shocking vector was reprogrammed to right ventricular (rv) coil to can. Defibrillation threshold (dft) tests were then performed with acceptable shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the previously reported dft testing. Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Technical services (ts) discussed troubleshooting and reprogramming options. Additional information was received indicating the shocking vector was reprogrammed to right ventricular (rv) coil to can. Defibrillation threshold (dft) tests were then performed with acceptable shock impedance measurements. No additional adverse patient effects were reported. Additional information was received indicating high out of range shock impedance measurements were again detected. Technical services discussed considering testing the system with commanded shocks.

Manufacturer narrative:
Explant performed. Patient code 3191 captures the previously reported dft testing. Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Technical services (ts) discussed troubleshooting and reprogramming options. Additional information was received indicating the shocking vector was reprogrammed to right ventricular (rv) coil to can. Defibrillation threshold (dft) tests were then performed with acceptable shock impedance measurements. No additional adverse patient effects were reported. Additional information was received indicating high out of range shock impedance measurements were again detected. Technical services discussed considering testing the system with commanded shocks. Additional information was receiving indicating gradual rise shock impedance measurements, led to out of range again. Which was believed to be caused by calcification. Rv lead replacement was recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.